Event description:
It was reported that a pump was alarming for a system error 322. There was no reported pt injury. The location and time of the error is unk. The event did not occur at or before first clinical use.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The unit was tested for 24 hours with no re-occurence of ec 322. Upon review of the history log, the system error 322 was confirmed, for a single event that cleared. As a result, the upper and lower aux assemblies will be replaced.